Event description:
Hill-rom received a report from the account stating the foot brakes were not holding (casters roll in brake mode). The bed was located in the maintenance shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom technician found the threads on the brake pad were stripped causing the brake pad to not have good contact with the tire allowing the brake pad to move freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.